Event description:
Unit gave high pressure alarms while on patient. These alarms occurred every breath. Turbine zero and turbine stop condition was observed by patient. High pressure alarm was set to 100. Patient breathing through mask did not experience any high pressure. No patient harm reported. Patient was riding in a car at the time of occurrence. The care nurse checked the circuit for pinched and occlusions. None found. Same circuit was placed on backup vent and operation occurred normally.